Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. The patient deceased due to renal insufficiency. There is no allegation from the physician that the patient¿s death was caused or contributed by any of the patient¿s abbott products or any procedures involving the abbott products.